Manufacturer narrative:
(B)(4). Additional information, device evaluation device evaluated by manufacturer - additional evaluation of the returned device and review of the data log did not confirm the reported other.

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient required medical attention. Patient's receiver displayed a measurement of 600 and warned patient before patient needed assistance. Cgm device functioned according to specifications. Patient and wife were unsuccessful at lowering patient's blood sugar, resulting in medical attention. It was determined that patient may have had a mild heart attack which caused his blood glucose level to rise. No further medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.